Manufacturer narrative:
Concomitant devices continued ((B)(6) 2010): angioguard rx embolic protection device, catalog number 601814rmc, lot number 70709503. Concomitant medications continued((B)(6) 2010): heparin was administered during the procedure. Aspirin and clopidogrel were administered pre and post-procedure. As reported by the (B)(4) approximately six months post index procedure the patient expired. The cause of death is not known but the patient had metastatic cancer and a recent history of pneumonia. The patient was symptomatic at the time of the index procedure. Pta was performed on a 95% occluded lesion in the proximal left internal carotid artery. The arch I lesion was eccentric and ulcerated. A 6mm angioguard embolic protection device was deployed followed by deployment of an 8x30mm precise pro rx stent. The residual diameter stenosis measured 0%. It is not documented if the lesion was pre-dilated. The angioguard was removed and there was no debris found in the basket. The patient was neurologically intact upon leaving the angio suite. The presence of air bubbles were not documented during the procedure. The patients medical history includes : first-degree relative with premature cad, hyperlipidemia, clinical copd, history of smoking and diabetes mellitus. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15041757 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Factors that may have influenced the event include the patients significant medical history including metastatic cancer and a recent history of pneumonia. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Event description:
As reported by the (B)(4) registry approximately six months post index procedure the patient deceased. The cause of death is not known but the patient had metastatic cancer and a recent history of pneumonia. The patient was symptomatic at the time of the index procedure. Pta was performed on a 95% occluded lesion in the proximal left internal carotid artery. The arch I lesion was eccentric and ulcerated. A 6mm angioguard embolic protection device was deployed followed by deployment of an 8x30mm precise pro rx stent. The residual diameter stenosis measured 0%. It is not documented if the lesion was pre-dilated. The angioguard was removed and there was no debris found in the basket. The patient was neurologically intact upon leaving the angio suite. The presence of air bubbles were not documented during the procedure.